Event description:
It was reported that this patient's device is under advisory for premature depletion. The device has depleted from 46% to 14% over approximately two months. Remote device analysis was performed and premature battery is suspected. Replacement was recommended, however the device remains in service. No adverse events. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
This supplemental report is being filed due to the completed investigation of this product. Additionally, there is a correction to the previously reported event description. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This supplemental report was filed to provide additional information regarding explant.